Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The raw material which was delivered as lot 331868 is corresponding to the specifications. The hardness was measured at the time of the manufacturing and was found to be good. No non-conformance reports were generated during production. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a manufacturing evaluation was completed: investigation of complained cutter confirmed that one tip is broken off. Further investigation of documentation for material and manufacturing shows that the instrument has been manufactured in july 2009 under specification. A failure in material or manufacturing could not be detected. Afterwards and without further details it is unfortunately not possible to determine the exact cause which led to the broken tip. It is likely that an unforeseen high force lead into a material fatigue which caused the reported status. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the tip of cutter broke. It is unknown if the cutter broke during a procedure or not. This is report 1 of 1 for (B)(4).